Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 120 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed. Reportedly, the customer will continue to use the pump for insulin therapy.